Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 12, 2024. Section h3: device returned to manufacturer: yes. Device evaluation visual inspection of the complaint lens reveal that it was cut in half with one half missing. The lens was also observed to have a detached haptic. No issues that could cause or contribute to the complaint issue was observed. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted zfr +21.0d. But, his post-op uncorrected distance visual acuity (ucdva) was 0.6 and the patient complained about far vision. There was an explant performed and the patient now has post-op ucdva of 1.0 and he seemed satisfied with the result. There was no delay in treatment or other interventions performed. No further information was provided.